Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic with complaints of syncope. Upon further investigation, the physician observed that the device was not pacing the patient correctly. The physician alleged the patient symptoms were related to the device behavior. Additionally, abbott technical support review device session records and alleged no malfunction against the device, however, stated the loss of capture observed on the right ventricular (rv) lead may have lead to the loss of pacing. The device was explanted and replaced and the rv lead was capped and replaced to resolve the event. The patient was in stable condition following the procedure. Related manufacturer report number: 2017865-2021-15237.